Event description:
It was reported the pt no longer had stimulation and was unable to communicate with the ipg using the charging sys and the programmer. It was reported pt had not been able to recharge the ipg for about two months because he did not have a functional charging sys. It was reported the pt planned to have the ipg replaced at a future date.

Manufacturer narrative:
This ipg serial number was included in field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.